Event description:
The eagle eye platinum catheter was placed over the wire but while passing it over the wire and before entering the body, the catheter became stuck. Further attempts to maneuver the catheter caused its distal tip to detach. The catheter and guidewire were then removed as a single unit. The entire event occurred outside the body. No patient injury was reported.

Manufacturer narrative:
(B)(4). The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. To date, there have been no other complaints reported for this failure mode within this lot. The device has not yet been returned. However, a full evaluation will be conducted when the device is received and a supplemental report will be submitted following the investigation. We will continue to monitor complaints for this failure mode via our standard complaint review process and data trending activities.